Manufacturer narrative:
A ge rep evaluated the system and reseated all pcbs in the workstation. System operates as intended.

Event description:
Customer reported images are faded and not tracking properly. No pt injury was reported.